Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for non-malignant pain and other non-malignant pain. The pump had previously been delivering morphine, but was filled with saline. The pump did work the way it was supposed to, except for the pocket getting bigger. By (B)(6) 2016 the pocket had gotten so big as the years went by. The pocket was too big and the pump would float around. As the patient bent over the pump would fall forward in the pocket. It wasn't the pump's fault, it was the body's fault. The pump would hook under the rib cage and bang against the hip bone. It was like someone was banging on a rib or squeeze too tight waking her up from sleeping. As long as she stood up she was fine. The situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.